Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Other device implanted in the patient and related to this event includes gore excluder aaa endoprosthesis pxc141200.

Event description:
In 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On approx five weeks later, a radiology report indicated a type I and type iii endoleak with no change in aneurysm sac size. According to an evaluation of the images by gore, there appears to be a type ii endoleak coming from the lumbar arteries and the inferior mesenteric artery combined with a distal type I endoleak coming from both the trunk-ipsilateral and contralateral limbs which is due to not enough wall apposition within both common iliac arteries. It is also noted that there was 16.8mm and 12.8mm of distance between the distal ends of the gore excluder aaa endoprostheses and the right and left common iliac bifurcations, respectively. The gore imaging evaluation did not mention the type iii endoleak noted in the radiology report. On two months later, the patient underwent a re-intervention to include two gore excluder aaa endoprostheses iliac extenders were implanted in both the right and left iliacs. The procedure was successful and no evidence of an endoleak was noticed.